Event description:
A healthcare professional reported that the flap thickness deviated from the planned value was differ from actual thickness of the flap resulted in a thin flap in the right eye, during refractive surgery. There are multiple related reports for this event. This report addresses the patient initial's (B)(6), in the right eye and other manufacturer reports will be filed.

Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).